Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an eri alert and presented in clinic. Further investigation revealed that the programmer was overestimating the longevity of the device. The device was explanted and replaced. The patient is in stable condition.